Event description:
(B)(4). Sharp stabbing pains in my stomach, pelvic area; headaches, extreme pain when on menstrual, hair loss, huge stomach numbness, back pain, problems using the bathroom, and mucus discharge from my uterus.